Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had no visibility and needs to be replaced. No patient consequence has been reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the device was received and evaluated at the service center. The reported complaint that the device had no visibility was confirmed. The following failures were found with the device upon evaluation: outer tube damaged, distal tip damaged. Optical system, optical components distal cover glass/negative damaged. The device was repaired, tested and found to be working according to specifications. User mishandling is one possible root cause for the identified damages to the device. However, given the information provided we cannot discern a definitive root cause for the same. The damaged outer tube and distal glass cover would have caused the customer to experience the reported issue. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.